Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-ray inspection of the lead found no irregularities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Noise was observed on the pacing system analyzer (psa) upon initial placement in the right atrial appendage. The psa cable was checked and confirmed functioning normally. Lead position was adjusted several times but the noise could not be resolved. Suspecting fracture, this lead was extracted and the procedure completed using an alternate lead. No adverse patient effects were reported.